Manufacturer narrative:
D2b.product code corrected to sba.

Manufacturer narrative:
B4.date of this report 21 january 2025. G3.date received by the manufacturer? 21 january 2025. H6.health effect - impact code (f) corrected to 4641. H6. Investigation conclusions corrected to 4311.

Event description:
On (B)(6) 2024, senseonics was made aware of an adverse event where the user visited the urgent care due to bleeding at the removal site.

Manufacturer narrative:
User reported an event where the user went to urgent care due to bleeding at removal site due to a blood vessel got nicked. Urgent care was able to assist the user and provided stitches.the issue was resolved and user was advised to contact hcp for any medical assistance.